Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 9610595.

Manufacturer narrative:
Updated: h6, h10 corrected: g2 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported disappearing image upon angulation issue could not be determined. The event can be detected by following the instructions for use section below: -inspection of the endoscopic image olympus will continue to monitor field performance for this device.

Event description:
The customer reported that his olympus evis lucera elite bronchovideoscope was not producing an image when using angulation during preparation for a diagnostic tracheoscopy procedure. According to the initial reporter, the intended procedure was completed without patient harm by using another device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The image was dropping whenever the angulation was manipulated. If additional information becomes available following the device evaluation, a supplemental report will be filed.